Event description:
A healthcare professional contacted baxter (B)(4) regarding a leak from a minicap transfer set. The reporter stated that fluid had leaked out the end of the transfer set, even though his set was closed. A line change was performed. There was patient involvement, but no patient injury was indicated with this report.

Manufacturer narrative:
(B)(4). (B)(6). This complaint for a leak from a minicap transfer set was confirmed during the sample evaluation. A visual inspection was performed with broken occluder feet, in cavity 2 noted. Leak testing was performed with no issues noted. A clamp function test was performed with broken occluder feet noted. Clear-passage testing was performed with no issues noted. The sample evaluation was completed, the problem confirmed, but the investigation is still not completed. The lot number was not known, therefore no batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A follow-up report will be filed should additional information become available.